Event description:
Reporter indicated that vns pt experienced an episode of status epilepticus that lasted for approximately 1.5 hours. It was reported that in the past, swiping the device would bring the pt out of the seizures but that use of the magnet with the episode did not help. Reporter indicated that the device appeared to be functioning properly and that the magnet did not help because the episode was so severe. The pt is scheduled for follow-up with neurologist.